Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed by visual inspection of the head and corresponding stem. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted head with black debris in the taper lock area. The related explanted accolade stem shows evidence of trunnionosis which would have resulted in a loss of taper lock and subsequent dissassociation of the head from the stem. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the femoral head from the stem. Intra- operatively, excessive trunnion wear and liner wear were noted. The stem, head and liner were revised. Rep has some additional pictures, and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the femoral head from the stem. Intra-operatively, excessive trunnion wear and liner wear were noted. The stem, head and liner were revised. Rep has some additional pictures, and reported that no further information will be released by the hospital or surgeon.